Event description:
It was reported to boston scientific corporation that an autotome pro rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stones performed on (B)(6) 2025. During the procedure, after the physician successfully cannulated with the autotome and dreamwire. The physician was in a position to perform the sphincterotomy. After the tech bowed the tome and the physician started to make the cut, the cut wire broke at the proximal end (away from the tip of the scope) where it attaches to the scope. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. Note: the complainant reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.